Event description:
It was reported to philips that there was system unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and verified that the system was not booting up. Upon troubleshooting, it was found that the l2 led was off, the l2 breaker on the mpdu kept tripping despite reset attempts. Disconnection of the faulty clarity imaging pc allowed successful system to boot up without tripping the breaker, but x-ray function remained unavailable. The fse found a faulty power supply in the imaging pc (ip pc), causing the breaker to trip when connected to the system. To resolve the issue, the fse replaced the ip pc and return the part for further analysis and no failure found. After the fse replaced the ip pc, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.